Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) started shaking terribly around 10 pm and was shaking terribly. Despite charging the implant for nearly an hour, the shaking persisted. At the time of the call, the implant battery was at 70%. Patient services suggested that the therapy might need to be turned back on. Upon reactivation, the patient initially experienced extreme discomfort and felt an electrical sensation in their jaw, but after a few moments, they reported feeling comfortable. The shaking ceased once the therapy was restored. The troubleshooting steps during the call resolved the issue, and the patient was advised to consult their healthcare provider for further evaluation.